Manufacturer narrative:
(B)(4). The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check. There was no report of pt involvement or adverse pt impact. Philips evaluated the device and confirmed the malfunction. The device would lock up (stop operation) during the beginning of the charge test segment of the user initiated operational check. The malfunction was resolved by reloading the software.

Event description:
The customer reported that the device would lock up at the charge (energy) step of the user initiated operation check.